Event description:
It was reported that during a trabecular microbypass stent system procedure, the surgeon was unable to the implant the stents due to intraoperative difficulties. Per report, the first stent did not release from the injector following two (2) attempts, and on the third (3) attempt it was observed that the first stent was lost and the second stent remained in the injector. Subsequently, the surgeon''s fourth attempt to release the second stent was unsuccessful and the second stent remained in the injector. There was no report of patient injury. Any omitted information was not available at the time of report.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).